Manufacturer narrative:
Combination product: yes. On 05-jun-2025 additional information received states this lead was noted to have pulled back with micro-dislodgment leading to the high thresholds and loc previously reported. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
An acute rise in threshold was reported on (B)(6) 2025. Patient is dependent and lost consciousness. Rv threshold recording transmitted to home monitoring shows periods of non-capture and asystole. The lead was explanted on (B)(6) 2025. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. 05-jun-2025 additional information received states this lead was noted to have pulled back with micro-dislodgment leading to the high thresholds and loc previously reported. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. A ligature mark and a cut into the insulation were found 27 cm distal to the df4 connector pin, which probably occurred during the surgery. The returned stylet designed for use with the lead was inserted but could not be fully advanced, thus the functional test of the helix fixation mechanism was not properly feasible. Subsequent analysis revealed the presence of coagulated blood in the lead¿s lumen, which is assumed to be the root cause of the observed blockage during the mechanical analysis. Apart from the mentioned findings no further deviations were found that might have led to the reported dislodgement leading to the high threshold and loss of capture. Resistance testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.